Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a high alarm, pca dose cord button stuck. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the motor hub gear screw and keypad. As a result, the motor hub gear screw and keypad were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 41622. The patient controlled analgesia (pca) dose button was stuck. The event occurred during testing. There was no patient involvement, no patient injury was reported.